Event description:
It was reported that the patient experienced recurring bladder infections with an inflatable penile prosthesis (ipp). It was indicated that the patient was diabetic and had the device for 10 years. A surgical procedure was performed in which the existing ipp was removed and an antibacterial washout was performed as the infection had developed around the device. There were no device issues with the explanted components and the physician did not believe the infection was caused by the ipp. The patient fully recovered following the intervention.

Manufacturer narrative:
Investigation summary: based on the information available it was determined that the reported patient symptom is a known risk associated with ams 700 procedures and is noted as such in the device instructions for use (IFU). No analysis of the device was possible as the device was not returned. DHR review: a device history record review and ship history review cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 IFU. The ams 700 IFU lists infection as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring bladder infections with an inflatable penile prosthesis (ipp). It was indicated that the patient was diabetic and had the device for 10 years. A surgical procedure was performed in which the existing ipp was removed and an antibacterial washout was performed as the infection had developed around the device. There were no device issues with the explanted components and the physician did not believe the infection was caused by the ipp. The patient fully recovered following the intervention.